Event description:
During a check-out procedure at the manufacturer's service center, a ventilator failed to charge its internal battery. The device was not in patient use. The device's power management board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator during a check-out procedure at the manufacturer's service center, a ventilator failed to charge its internal battery. The device was not in patient use. The device's power management board needs to be replaced to address the issue. The sensor board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.